Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled office visit. The patient complained of feeling fatigued. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure and would be monitored with routine follow up.